Event description:
It was reported that during preventive maintenance, the device was found in need of repair as the power button was not attached with a factory part, so the parts were damaged during disassembly. The unit also had worn swivel, bearings, gear ring, shaft, and reciprocation arm; and was missing hinge seal. During the investigation, it was found that the device had inconsistent speed. There was no patient involvement. Due diligence is complete; no additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the throttle hinge was missing, the reciprocating arm was worn, and the eccentric shaft, ball bearings, carrier, gear, washer, pins, spacer, and swivel were corroded. The motor, sleeve, hinge, reciprocating arm, eccentric shaft, ball bearings, carrier, gear, washer, pins, spacer, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in netherlands.